Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012409543 was returned and analyzed. Visual inspection was performed. The spiral array was kinked between electrodes 1 and 2, electrodes 2 and 3, electrodes 3 and 4 and electrodes 8 and 9. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function is as expected, and the shape of the capture device is unremarkable with no atypical features. Catheter to a test catheter interface cable connection evaluation was performed. The catheter was connected to a test cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. X-ray imaging revealed that the shell of the catheter handle connector receptacle properly mates with the test cable connector plug without any interferences. Mechanical verification of the steering and slide mechanisms showed the slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Catheter identification and ablation was performed. The catheter was reprogrammed before connection to the pulseselect generator via a test cic, and therapy deliveries were successfully performed. Hip ot testing confirmed the integrity of the electrode wire insulation, indicating the wires were intact; however, continuity testing identified an open loop at electrode 3. X-ray imaging indicated electrode wire entanglement near the dual lumen area. Further dissection revealed charred electrode wires along the shaft, approximately 14.5 inches from the nose of the handle. Continuity measurements across the charred area confirmed a lack of connection, which likely caused the open loop. The electrical test revealed that there was an open loop at an electrode. In conclusion the loop catheter failed the returned product inspection due to the charred electrodes and kinked spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, noise was observed on the electrophysiology (ep) recording system. Electrodes 2-3 and 3-4 were affected. The electrograms (egm) cable was replaced and the issue remained. The connection cable was replaced and the noise remained. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.